Manufacturer narrative:
This report is being supplemented to provide additional information based on legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the malfunction likely occurred due to an accidental failure of parts of the power supply unit.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation.the exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that when the subject device was turned on, the e103 error which indicated the subject device had broken down occurred and the examination lamp did not light up in unspecified timing. The procedure was completed with another device. Olympus china checked the subject device and found that the error e103 could not be duplicated however the examination lamp did not light up due to the failure of the power unit. There was no report of patient injury associated with this event.